Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 9/15/2017 with the following findings: the black box data from the report date has been overwritten due to continued use of the pump. The current black box showed no evidence of short battery life. During visual inspection of the pump, it was observed that the battery compartment was undamaged and contained no moisture. The battery cap was able to fit securely to the pump and the pump was able to power up with it. The pump¿s ¿ez-prime¿ steps were performed correctly. The returned battery cap¿s height and width were within specification. A power issue was not duplicated during the investigation. The pump¿s case was removed and there was no evidence of moisture or loose components inside pump. Unrelated to the initial complaint, it was observed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.